Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) stated he received another letter from complaint handling. Pt stated the issue has not been resolved. Pt stated he has been trying to meet with the field rep for him to try to check the programming. Pt stated that he is still not getting therapy benefit for his neuropathy and it is "flaring up" more often pss is sending a message to rep regarding pt call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via a manufacturer representative (rep) regarding a patient who was implanted with an I mplantable neurostimulator (ins). Caller states the pt is concerned because they felt stimulation turn off in the middle of the night. Pt uses adaptive stim. Technical services (tss) asked if it was isolated to one position and the pt could not say with 100% certainty. The caller checked position settings and tss reviewed the difference between white numbers and teal numbers--the caller noted for lying right position the teal numbers were 0.0ma. The caller and tss feel confident this is the reason for the loss of stim in the night. The caller further said they believe this is the issue as they then noted the patient said it can happen during the day and caller saw that mobile position is also 0.0ma. Tss reviewed general guidance around programming with adaptive stim. As noted, issue likely resolved with programming updates but still reportable as this could not be verified undoubtedly on the call. On 2023-03-15 additional information received from the patient. The reason for call was caller reported that pt reported that their stimulation randomly turns off at night. Caller stated they instructed caller to turn off adaptive stim and pt confirmed that the issue was not resolved. Caller stated that patient said that they noticed if they bump the controller, they notice stimulation turns off. The caller was not with the patient. An email was sent to the repair department to replace the controller. No symptoms were reported. On 2023-nov-09 additional information received from the patient (pt). Pt reported their adaptive stim quit working early part of (B)(6), month not confirmed. Pt stated they have to manually adjust as the adaptive stim quit. Pt stated they worked with reps and they cannot figure this out as they have tried. Pt stated they tried to get this to work and couldn't. Pt states last time spoke to rep was (B)(6) and was hoping to get back in touch since about this concern. Pt states having trouble with charger and pt stated cannot see back there to charge as he's visually impaired. Pt states thought the rtm was over stimulator and just had an awful time with that. Pt states took long time to figure this out. Pt stated the rtm issue has been resolved. Pt stated they've been sent controller and belt in the past. Patient services (pss) offered to check controller to see whether adaptive stim is on/off and pt stated they cannot doall this stuff and also states visually impaired. Pss made outbound call to gather sn for controller with no answer.

Event description:
Additional information received from the consumer reported that the cause was not determined and no steps were taken to resolve it.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient product ID 97755. Product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.